Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The caller reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The caller stated that the emergency medical services came and took the customer for hospitalization. The customer's blood glucose was 435 mg/dl at the time of incident. The customer's blood glucose was 175 mg/dl at the time of call. The caller stated that the customer was given IV drip to treat the blood glucose. The caller stated that the customer was wearing the insulin pump during hospitalization. The caller reported that they found that the cannula was curved. The caller stated that they tried to bring down the blood glucose with the insulin pump during the hospitalization but the blood glucose continued to rise. The caller stated that they did not receive no delivery alarms. The customer called back and was able to perform high pressure test and the insulin pump passed. The reservoir will not be returned for analysis.